Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported patient with retained sb3 capsule. Physician stated that the capsule remained in the stomach for 8 hours. The physician then proceded to remove the capsule by egd. Study was performed on (B)(6) 2016. The capsule was removed sucessfully on (B)(6) 2016. Patient is doing well.